Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as the quantity affected that was originally reported by the complainant was incorrect. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter was inserted through supra pubic placement and the balloon would not inflate and resistance occurred. There was no reported patient injury.